Manufacturer narrative:
The instrument was visually inspected. No abnormality was observed. Electrical resistance measurements indicate insufficient contact. When the instrument was opened, the contacts were not destroyed. Nevertheless, no defect contact points in the instrument could be identified. All contact points were specifically investigated but non of the contact points was loose. Based on the outcome of this investigation the complaint of the customer can be confirmed but the root cause could not be determined anymore. In production a 100% inspection of the instrument is performed which would identify defect contact points. Since the instrument passed this test, the contact must have been affected later. But this cannot be determined anymore. The root cause was unable to be verified as no signs were found indicating the cause of insufficient contact. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract/vitrectomy procedure the electricity did not conduct to the probe during insertion. The surgery was completed after replacing with the another probe. There was no harm to the patient.